Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up out of range pace impedance, measurements were noted with this right atrial (ra) lead. The pacing thresholds were high and loss of capture was noted. A lead fracture was suspected but not confirmed. Isometric testing was performed and noise was seen. The device was reprogrammed to unipolar which decrease the pace impedance measurements values and pacing thresholds. At this time a revision was not planned. A follow up was scheduled. No additional adverse patient effects were reported.